Event description:
Meter was set to the incorrect units of measurement. The patient takes glucotrol andprednisone. Over the last month the patient has regularly reported their meter results to their physician and their medication were adjusted. The patient believes that the meter was set to the incorrect units of measurement for at least one month. Patient checked the meter units of measurement after receiving a leter from lifescan. Patient does not recall ever resetting their meter units of measurement. Patient stated that a result of 160 mg/dl was obtained on the physician's device in 2005; patient did not test with the reported meter at the same time. The patient has generally been ill and that their vision is very bad in one eye. The patient did not identify a specific time of concern requiring medical intervention; however they expressed concern that the meter may have injured their health. There is insufficient information to indicate that the patient experience injury or medical intervention due to the product. The customer care representative confirmed that the meter was set to mmol/l instead of mg/dl. As the patient does not recall changing the units of measurement in themeter settings, there is a possibility that the meter units of measurement spontaneously changed. The event meets the criteria for a medical device reportable product malfunction. The meter was replaced. The mas encouraged the patient to take the replacement with them to their appointment with n endocrinologist on monday and to test at the same time as a laboratory blood glucose test is performed.